Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. (B)(4). According to the complainant, during the procedure, the mesh carrier came off of the shaft tip when delivering the second side. No pieces detached. The procedure was completed with a different device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".